Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the therapy hadn't worked for the patient very well. On 2017-08-04, additional information was received. It was reported that the patient wasn't sure what to say about the therapy except for they thought they finally had a better understanding of what steps to take to turn the device off and on. Their new gastroenterologist revised their medications so they only had two incidents of diarrhea in the past three months. They also did extensive testing for bacteria and urinary tract infections (utis), but their major concern was diarrhea. It was difficult for the patient to tell what influence, if any, the device had over their fecal matters. Prior to (B)(6) 2017 and their colonoscopy, they would have five bowel movements a day starting normal and ending with diarrhea, many uncontrolled. The device had been reprogrammed a few times and would work better for a short while. The last office visit was on (B)(6) 2017 and their device was reprogrammed. It worked perfectly for two days, followed by two days of urinary incontinence, during which, they had mild vaginal burning. They had a uti test, which was negative, and they used azo which helped with the burning. They were changing the programs once a week, which was going to be executed more correctly. It was noted that their activity level was still low and they felt extremely exhausted most of the time. They discovered one reason for that problem "beyond by" hypothyroidism, but they needed doctor's confirmation. The patient had many complex health issues that seemed to complicate each other. They did plan to continue treatment with their healthcare professional (hcp) until their last visit unless a CT scan showed they had kidney stones. On (B)(6) 2017, their device didn't control several large leakage accidents. They also had burning while urinating on the monday after. Their latest uti tests were negative. They, personally, thought that either the kidney infection returned or there was some other reason for the spotting of blood. They were due to change programs on thursday using the new settings. There were no further complications reported or anticipated.